Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump buttons were not responding properly while she was trying to change the battery. The insulin pump display was blank. The insulin pump had not been dropped, bumped, or exposed to moisture and did not show any signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer stated that she always had to reset the date and time after a blank screen. During troubleshooting, the display did return with a new battery, and alarmed for a reset error. The blood glucose reading at this time was 266 mg/dl. The customer treated with a bolus. It was found that the alarm was recurring during normal use of the insulin pump and the customer was advised that she could continue to use the insulin pump until the replacement arrived. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No blank display was noted during testing. The pump gave an unexpected restart alarm after a battery change due to a faulty component on the interface board. The pump was unit received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked belt clip slot.